Event description:
It was reported that the patient received the implant in an acl procedure (B)(6) 2010. Patient had pain and the implant was found broken on MRI in (B)(6) 2010. On (B)(6) 2010, revision and removal was performed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the driver co-axial to the bone tunnel, prying/leveraging the implant during insertion, flexing the joint during insertion, improper bone preparation or implant not seated properly on driver. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.